Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a reserved sample from the same lot number b201692 was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. A force test was performed with no failures noted. A fill test was completed with no air bubbles noted inside the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter stated that the patient experienced a blood glucose value of 30 mmol/l with nausea and vomiting. The reporter stated that when the site, set, and cartridge were changed, air bubbles were noted in the cartridge. Troubleshooting indicated that the reporter was using refrigerated insulin to fill the cartridge. Customer support advised the reporter that troubleshooting found no product defects; customer support advised the reporter to use only room temperature insulin in the cartridge to avoid air bubbles in the future. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.